Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted intermittent function of vessel sealer (vs) instrument's jaws while attached to the system¿s universal surgical manipulator (usm). The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed but could not replicate the customer reported complaint, "engagement issue with the vs instrument and error(s) 22020." Fa installed and tested the usm on an in-house system, and it passed normal mode. The system did not trigger any error(s) 22020; but, they were confirmed via error logs/system logs. Additionally, the unit was tested on an in house system with a vs instrument, multiple sterile adapters, and instruments with no engagement issues. The unit went through more testing on a patient side cart fixture test platform (pftp) and passed the direction tests, lissajous, cva characterization, sensors check sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the vessel sealer (vs) instrument was placed into the systems universal surgical manipulator (usm) [arm], it failed. The customer elaborated that the vs instrument was failing to engage on arm 2. Prior to calling technical support, the customer tried a second vs instrument and power-cycling the system with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended moving vs instrument to another arm, and the customer reported that the vs instrument engaged on another arm. The customer installed a stapler instrument on arm 2, and the stapler instrument failed to engage. The tse recommended the customer replace drape on arm 2; once completed, the customer re-installed the vs instrument, and it engaged. The customer then stated that the jaws of the vs instrument were not opening, intermittently. The tse recommended replacing the vs instrument a third time; however, the same issue occurred. The tse recommended the customer move the vs instrument to another arm, if possible, for the remainder of the case. The vs instrument engaged on the other arm; but, the tip-up fenestrated grasper instrument failed to engage on arm 2. The surgeon stated concern for the remainder of case, and the need to use the stapler instrument on arm 2. The tse recommended replacing the drape (from different lot #) and replacing the stapler instrument at the same time; however, the surgeon elected to convert to laparoscopic due to the issue and lack of confidence. There was no reported patient harm, injury, or adverse outcome.